Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm and duplicate the reported event. After replacing the display assembly, the issue was resolved. The fsr performed the user verification test and operational verification procedure. The fsr reported the device is working to manufacturer specifications. The customer reported the suspect component is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device's screen is blank when powered up. The customer performed troubleshooting, but the issue went unresolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could be confirmed. The backlight is failing. This issue will be internally investigated within vyaire.